Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was observed that the right ventricular (rv) lead exhibited non-sustained post-paced t-wave oversensing. Programming changes were discussed, but not made. There were no patient consequences, and the patient will continue to be monitored.

Manufacturer narrative:
Additional information: b5, h6.

Event description:
New information indicates that programming changes were made regarding the post-paced t-wave oversensing. The patient's status was unknown.